Manufacturer narrative:
The bipap a40 pro (gbx3100s19) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was replaced. The ventilator was returned to a third-party service center for evaluation, but the device was scrapped and replaced with another device.